Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a potential labeling issue was identified with a lead model associated with a pain stimulation implantable pulse generator (ipg). The operative notes referenced lead model 977a280, which was flagged as potentially incorrect, as it was suggested the correct model should be 977a260. The caller reported that the lead model appeared to be listed as 977a280 on a sticker. It was recommended to collect the implantable neurostimulator model and serial number from the screen when the patient accesses magnetic resonance imaging (MRI) mode and to confirm the information.